Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil would not detach, even after multiple attempts. As a result a new instant detacher was used to complete the procedure. The patient was undergoing embolization surgery for treatment of a cerebral aneurysm. There were no related patient symptoms.

Event description:
Based on the additional information received axium prime coil was successfully detached with the second detacher. The same instant detacher used to detached other coils. There was not any resistance during the delivery of the coil in the catheter. List of the coils those implanted in the patient. Axium prime fc 3d coil 8x30e a644404 axium prime ss 3d coil 6x20 a273593 axium prime ss 3d coil 6x15 a282227 axium prime ss 3d coil 6x15 a596358 axium prime ss 3d coil 5x15 a613308 axium prime ss 3d coil 5x10 a666331.

Manufacturer narrative:
Event description - additional information based upon the new information received, this would not meet the criteria for a reportable event as the coil successfully detached with second instant detacher per the axium prime coil instructions for use (IFU). If information is provided in the future, a supplemental report will be issued.